Manufacturer narrative:
(B)(4).

Event description:
During a subacromial decompression (sad) procedure, it was reported that the device displayed an error message (which they believe was 'short circuit') but it just flashed up very quickly and then disappeared. The shaver hand piece immediately became very warm; so warm they couldn't hold it. They swapped the stack and used the same shaver and hand piece and it worked fine on the new device at a normal temperature. There was a five minute delay and no reported patient injuries or complications.

Manufacturer narrative:
One dii control unit part number 72200873 was received on 09/28/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of "short circuit detected" error message after power up was confirmed. Cause of error is a defective main pcb pn: 11800060 with date code/serial number: sn (B)(4). Transistors q10 and q11 shorted out on main pcb were possibly caused by bad hand piece. Port a harness receptacle for hand piece appears burnt. (B)(4).